Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), paraesthesia ("tingling/numbness"), feeling abnormal ("brain fog"), pain ("aches/pains"), fatigue ("fatigue"), pruritus ("itchiness") and urine odour abnormal ("strong urine odor") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash, paraesthesia, feeling abnormal, weight increased, pain, fatigue, pruritus and urine odour abnormal outcome was unknown. The reporter considered fatigue, feeling abnormal, pain, paraesthesia, pruritus, rash, urine odour abnormal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fatigue, feeling abnormal, pain, paraesthesia, pruritus, rash, urine odour abnormal and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: case became incident removal details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.